Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Device codes: appropriate term/code not available (3191): perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a gunther tulip navalign jugular vena cava filter implant on (B)(6) 2013 via the internal jugular vein due to deep vein thrombosis and pulmonary embolism. The patient is alleging tilt and strut perforation. The patient further alleges, "neck bothers me sometimes". Additionally, the patient alleges no longer regularly exercising, participating in activities that require lifting or engaging in strenuous activity and emotional distress. It was also reported that per the (B)(6) 2018, computed tomography-abdomen without contrast: "report: there is an infrarenal inferior vena cava filter in place. The filter apex abuts the right lateral wall of the inferior vena cava. The filter is tilted by approximately 17 degrees. The filter apex is located approximately 5.8 cm below the level of the lowest renal vein. The anterior, right, and left filter strut perforates the inferior vena cava. The anterior strut extends approximately 3- 4 mm beyond the caval wall. The right strut extends approximately 2 mm beyond the caval wall. The left strut extends approximately 3-4 mm beyond the caval wall. The left strut abuts the left common iliac artery. The filter struts are not fractured or bent. There is no evidence of inferior vena cava stenosis".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that [pt] received a gunther tulip filter on (B)(6) 2013. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Additional information: investigation the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported disability, neck discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time no relevant notes on wo (work order) for neither device nor lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.